Manufacturer narrative:
Information indicates this product is in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device exhibited fc1003 pre-implant. No patient involvement was reported and the specific device details were not provided. At this time, we are unable to confirm that the device has successfully recovered and was indeed exposed to a temperature less than 32 degrees causing the fc1003.